Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4); (B)(6). MFR name: st jude medical (B)(4); no complaint was received with return of the device. Failure (event) observed during analysis. Multiple external insulation abrasions were found between 8.6-20.5 cm from tip consistent with friction to another implanted device. Another external abrasion was found at 11.2-11.3 cm from pin consistent with lead friction to the ICD. Internal abrasions were found between 7.6-33.7cm from the tip.